Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the hospital's equipment staff resolved the issue by repairing the data acquisition (da) board. No further details were provided. The device was returned to service. The investigation concludes that no further action is required at this time. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was displaying abnormal pressure monitoring values and a pressure sensor failure message. The device was in clinical use when the issue occurred. There was no patient or user harm reported. The customer reported that the v60 ventilator was displaying abnormal pressure monitoring values and a pressure sensor failure message. The device continued to alarm and could not be used.